Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer stated that this issue occurred anytime that she applied any pressure to the insulin pump. The customer mentioned that she was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer stated that there were air bubbles in the tubing of the infusion set, causing the high blood glucose and subsequent hospitalization. Troubleshooting was done. Advised that a replacement battery cap would be sent. Nothing further reported.